Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. The manufacturer¿s service technician determined that the power cord initially used to perform electrical testing was not manufactured, sold, or distributed by philips respironics. The device passed the electrical safety test, with all readings within acceptable specifications. The manufacturer's service technician provided the customer with a v60 power cord.

Event description:
The customer reported a ventilator that failed the electrical safety test. There was no patient involvement.